Event description:
It was reported that the day after implantation of this implantable cardioverter defibrillator (ICD) device, during interrogation, this ICD was found to have delivered multiple bursts of anti-tachycardia pacing (atp) therapy. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) and programming assistance. Upon review, the egm showed that the patient appeared to be in a slow ventricular tachycardia (vt) arrhythmia of about 90-100 beats per minute (bpm) which is similar to the sinus rate of about 92bpm. The ICD delivers bursts of atp and successfully terminates the rhythm, however because patient sinus rate is about the same as the vt rate, atp continues and puts patient back into slow vt. The presenting egm showed the device appeared to be operating as programmed. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This correction report is being sent due to changes to field h6: device codes.

Event description:
It was reported that the day after implantation of this implantable cardioverter defibrillator (ICD) device, during interrogation, this ICD was found to have delivered multiple bursts of anti-tachycardia pacing (atp) therapy. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) and programming assistance. Upon review, the egm showed that the patient appeared to be in a slow ventricular tachycardia (vt) arrhythmia of about 90-100 beats per minute (bpm) which is similar to the sinus rate of about 92bpm. The ICD delivers bursts of atp and successfully terminates the rhythm, however because patient sinus rate is about the same as the vt rate, atp continues and puts patient back into slow vt. The presenting egm showed the device appeared to be operating as programmed. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. This ICD remains in service.